Event description:
It was reported that the 9600+ system c-arm was presenting a error message (temp error). There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided. It will be reported as required.